Manufacturer narrative:
Patient's weight was asked but unknown. The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted. This report for is the 2nd event of 2 reported events for the same patient. Please reference 3011649314-2018-00337 ((B)(6)) for the 1st event.

Event description:
This report is for the 2nd of 2 reported events: it was reported that a patient experienced allergic reaction while using the comfort splint appliance. The patient had swelling and irritation on the area where the lips made contact with the appliance. The patient experienced the reaction immediately after wearing the appliance. The patient did not require any treatment for the reaction. The patient stopped wearing the device after 3 days. The reaction lasted for 5 days after the patient stopped using the appliance. Per doctor's advice, the patient wore the appliance again for a 3 days period and experienced the same reaction immediately. The reaction lasted for 5 days after the patient stopped using the appliance on the 2nd try. The appliance was cleaned using warm soapy water. The appliance was not cleaned prior delivering to the patient by the doctor. The doctor did not make any adjustment to the appliance prior to delivering to the patient. The patient has no known allergies. The patient was taking synthroid and meloxicam.

Manufacturer narrative:
The mouthguard was manufactured per patient's prescription (rx) and was returned for an analysis. A visual inspection was performed on the returned mouthguard. The edges of the device were smooth without any readjustment. No major cracks were found. The mouthguard had normal wears and tears. Mouthguard's layers were intact and did not separate. The mouthguard had a little yellowish discoloration due to normal usage. The mouthguard was returned in a clean condition with little calcium deposit observed. A review of the material lot was performed and no non-conformity or defects were found. There was no manufacturing deviation or abnormality with the material lot. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the mouthguard's materials are biocompatible. Cytotoxicity test were completed on a test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no device problems found with the test article. This incident is being monitored, tracked, and trended.